Event description:
It was reported that the compact speed reducer device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the gears inside the gear box were damaged and locked up with no rotation. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the gears inside the gear box were damaged and locked up with no rotation. Therefore, the reported condition was confirmed. It was determined that this was due to immersion and not following the sterilization procedure properly. The assignable root cause was determined to be due misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.